Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer also reported to have received a failed battery test alarm. Customer was able to clear button error alarm, but was not able to clear failed battery test alarm. Customer's blood glucose was 102 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump powered up properly. No failed battery test alarms were noted during testing. All operating currents were within specification. The pump passed the self test and displacement test. No button error alarm noted. All buttons functioned properly. However, the pump had corroded keypad traces. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked belt clip slot.